Event description:
Sorin group (B)(4) received a report that the bubble sensor did not detect bubbles during maintenance and an alarm was generated when no bubbles were present. There was also a dent in the rubber parts of the sensor creating a silicone oil leak. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the bubble sensor did not detect bubbles during maintenance and an alarm was generated when no bubbles were present. There was also a dent in the rubber parts of the sensor creating a silicone oil leak. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.